Manufacturer narrative:
The device associated with this report was not returned. A complaint database search found no additional reports against the provided product and lot combination. A two-year complaint database search against the provided product code did not find any additional reported events related to worn teeth. The investigation could not draw any conclusions about the reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The sizer teeth are worn out and will not stay on the correct size when pinning.